Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the moderately tortuous and non-calcified vena cava. A 035/260/1 (bx/5) amplatz super stiff guidewire was advanced; however, during withdrawal, considerable resistance was felt. The device was pulled out with great force, and it was noted that the j-shape of the guidewire tip was stretched out. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was observed under microscope and media inspection that the coil wire was stretched, and the core wire was bent at the distal tip. No more damages were observed.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the moderately tortuous and non-calcified vena cava. A 035/260/1 (bx/5) amplatz super stiff guidewire was advanced; however, during withdrawal, considerable resistance was felt. The device was pulled out with great force, and it was noted that the j-shape of the guidewire tip was stretched out. The procedure was completed with this device. No patient complications were reported.